Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. The t:slim x2 g5 user guide states: your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time.

Event description:
It was reported that the pump touch screen became unresponsive after the customer went swimming with the pump on. Customer's blood glucose was 275 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.